Event description:
It was reported that during the implantation of an evolut pro+ 26mm valve, an infolding occurred. The valve was loaded on the delivery system with an acceptable misload at the third node. The aortic valve leaflets were poorly calcified, and there was a huge circular calcification at the annular level on the non-coronary cusp side. No pre-implant dilatation was performed due to an insignificant gradient, and moderate basal aortic insufficiency was present. During the first attempt at valve deployment, an infold was noted. An attempt to recapture and re-open the valve in a deeper position was made, but the issue was not resolved. The system was recaptured and retrieved from the patient. A new valve was loaded on a new delivery system and successfully implanted. No patient complications have been reported as a result of this event. Additional information was received that according to the physician, "a huge circular calcification" present on the patient's annulus contributed to the infold. It was also noted that the patient's aortic valve leaflets were poorly calcified.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of an evolut pro+ 26mm valve, an infolding occurred. The valve was loaded on the delivery system with an acceptable misload at the third node. The aortic valve leaflets were poorly calcified, and there was a huge circular calcification at the annular level on the non-coronary cusp side. No pre-implant dilatation was performed due to an insignificant gradient, and moderate basal aortic insufficiency was present. During the first attempt at valve deployment, an infold was noted. An attempt to recapture and re-open the valve in a deeper position was made, but the issue was not resolved. The system was recaptured and retrieved from the patient. A new valve was loaded on a new delivery system and successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29 (lot: 0012497856); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: an executive summary for the event was provided. There was no image of the valve load, therefore we cannot confirm it was a proper load. It was reported that there was acceptable misload at the third node. A misload is characterized by crown overlap reaching the fourth node. There was no image of the infold during the procedure provided. Therefore, we cannot confirm the infold was present. An infold is an inward fold or crease in the valve frame identified as a dark line under fluoroscopic inspections. If an infold is identified and patient condition allows, recapture and remove the system. We can confirm what was reported, ¿there was a huge circular calcification at the annular level.¿ a pre-implant balloon dilatation should be considered in cases with dense calcification, if valve is under expanded, removed system, perform per dilatation, and implant new valve with new delivery system. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received inside its original box and jar fully submerged in clear solution. The valve was showed evidence of blood contact. The valve was received in a slight compressed state, mainly around the inflow. As received, two leaflets were in a closed position with one leaflet appearing partially open. All leaflets were flexible and intact with evidence of creases. All commissures appeared intact. All sutures appeared intact. The valve was submerged in warm saline; the frame expanded to full dilation. There was no evidence of damages such as bends or kinks to the frame. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use (IFU). Upon loading, the frame p addles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a warm (approximately 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed to the waist and up to the point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 70.3 millimeter (mm) with a perimeter derived diameter of 22.3 mm suggesting a 26 mm evolut. The aortic valve appeared to be mildly calcified, and the annulus had protruding calcium extending to the left ventricular outflow track. Fluoroscopic valve load inspection was performed and confirmed a good load. During the valve implantation attempt, under expansion and an infold were noted. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Furthermore, the infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The valve was recaptured and attempted to be deployed a second time with the same result. Of note, recapturing an infolded valve will not resolve the infold. Evidence supports that the infolded valve was recaptured, withdrawn and a new valve loaded and confirmed a good load. The new valve was deployed just prior to the point of no recapture, and another infold is suspected. The valve was released and there is evidence that a post implant dilatation was performed with resolution of the infold. Evidence provided supports that the annular and left ventricular outflow tract (lvot) calcification most likely contributed to the infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.